Event description:
It was reported, during surgery, it was noted that the surgeon appeared to have problems with the target device. The distal drilling went astray. Another device was used to complete the surgery.

Manufacturer narrative:
Additional information has been requested, and if received, will be provided on a supplemental report.